Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while being advanced through the guiding catheter without resistance, the 3.5x20mm nc trek balloon dilatation catheter (bdc) split into two pieces. The separation occurred prior to the bdc entering the patient anatomy. The bdc was fully removed without resistance. Another unspecified bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.